Manufacturer narrative:
The biomed measured the flow in "large tank mode" and it measured at 4.2 liters per minute at high speed. He said in "large to small" mode, it measured 17 liters per minute. The biomed asked technical support if the hansen fittings could make that much of a difference. Technical support told the biomed, that if they are partially clogged it would affect the flow. The trained biomed replaced the hansen fittings and the flow on the cooler heater unit was now normal. The old fittings were discarded after being replaced, and no parts can be returned to the manufacturer for analysis. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cardioplegia was not flowing as it would normally be in "large tank mode". Since the event occurred during preventative maintenance, there was no pt involvement.